Event description:
It was reported that the patient presented for a revision for bleeding at the pocket site. Upon interrogation, wireless telemetry was established and lost, and wand telemetry only established briefly. Another programmer was used, with the same issue. No communication could be established with the device. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of interrogation problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device image showed fifty-seven minutes of rf telemetry usage, excessive high-power telemetry would cause the rf function to be temporarily disabled in order to preserve battery power. Analysis performed indicated normal device characteristics, and the device can interrogate through inductive and rf telemetry throughout the tests. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.